Event description:
Customer reported fluid leaked from the pumping segment. Levophed was infusing when the nurse noted the medication leaking from the bottom of the pump onto the floor. The administration set was replaced and the infusion restarted without incident. No pt harm reported and no medical intervention required. No add'l event info provided.

Manufacturer narrative:
MFR's report date: 02/11/2011. (B)(4). Product evaluated and the customer's report of a leak from the pumping segment was confirmed. A 0.1025 inch long tear was noted on the silicone tubing near the upper fitment. Multiple crush marks were detected on the upper fitment. No other anomalies of the administration set were noted. The cause of the leak was due to a tear in the pumping segment; however, the root cause of the tear was not identified.